Event description:
The hospital reported an error resulting in system shutdown during a case. The unit was replaced and case resumed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board and anesthesia controller board and cables were reseated to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).